Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus tip position on the touch screen was out of calibration. It was indicated that the touchscreen connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with calibrating the stylus. The programmer was returned for service. There was no patient involvement.